Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath, there was resistance. The device was replaced by another angio-seal device to continue the hemostasis procedure, and the procedure and hemostasis was successfully completed. The procedure before deploying the device was a carotid angioplasty and stenting (cas). It is unknown whether or not a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site and the vessel diameter are unknown. There was no health damage to the patient. There were no other devices were used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation. One 8fr angio-seal sts plus was received for product evaluation. The carrier tube assembly and arteriotomy locator was returned. No other accessory components were returned. Visual inspection revealed a kink at the blood inlet holes of the locator. The deployment sleeve was in the forward lock position. The collagen within the carrier tube was slightly swollen. The anchor was exposed due to detachment of the bypass tube. The bypass tube was not returned. There was no damage noted on the mating wings of the carrier tube hub. No other anomalies were noted with the device. The outer diameter of the carrier tube was measured, and was found to be 0.1013". All measurements were within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Based on the investigation, it is likely that the device was attempted to be inserted into the sheath with the bypass tube intact. However, the exact cause of the reported event cannot be definitively determined based on the available information.